Manufacturer narrative:
A united states customer contacted a siemens customer care center to report an error on the instrument. The customer reported that an operator observed a leak at the connection between the sample probe cleaner line and drain line. Prior to contacting siemens, the operator touched the line while not wearing gloves and was exposed to the sample probe cleaner. Siemens remotely assisted the customer, and during this call, the operator was advised to put on gloves. The operator removed the tubing from the connector at the sample probe cleaner and sample drain lines, trimmed the ends of tubing, and reconnected the tubing. Siemens determined that the operator did not follow the instructions in the dimension® exl with lm / dimension® exl 200 integrated chemistry system operator's guide under general safety, which indicates: "always wear gloves when operating the dimension exl system." The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator's hands were exposed to sample probe cleaner from a dimension exl 200 instrument while she was troubleshooting a "sample probe cleaner not detected" processing error. Subsequently, the operator washed her hands and did not require medical attention. There are no known reports of adverse health consequences due to the event.